Event description:
It was reported the customer was unable to remove their battery cap. The customer also stated there was pieces missing from their insulin pump. Customer's blood glucose was over 600 mg/dl. The customer declined to troubleshoot for the damage as their insulin pump was being replaced. The customer's blood glucose was 149 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).